Manufacturer narrative:
We are unable to review the device history record as no lot number was provided. The sample was not returned to kimberly-clark for evaluation. The t-piece assembly is manufactured using absorbable suture and is designed so the t-piece separates from the suture after a few weeks. The t-piece is design to be released into and to pass through the gi tract. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by customer.

Event description:
Kimberly-clark received a report stating, "t-fastner broke away from suture into patient. Patient was taken to pediatric gi and a peg was placed, and the t-bars were removed with an endoscope." Kimberly-clark has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).